Event description:
Reportedly, passes post had low cci reading, svo2 stopped post bypass. Tech support called all agree it is catheter/pt issue, not monitor. No pt complications reported.

Manufacturer narrative:
Device not returned.